Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the patient contacted animas, alleging that all of the keypad buttons were intermittently unresponsive and the contrast button was unresponsive. The reporter denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump under clothing against the body and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
(B)(4): testing confirmed the contrast, ok, up buttons are intermittently responsive. The keypad was peeling and was removed: found contamination under all contacts. Unrelated to this complaint, the display is dim/fading. When replaced with a test screen, it functioned properly.